Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04buz, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was stated that the patient moved around in bed and rolled onto their right side where the implant is, and felt the shocking sensation. It was noted that the shock only lasted "a couple of seconds." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that 3 weeks after implant, the patient laid down and moved and felt a "shock in his testicles."

Manufacturer narrative:
(B)(4).